Manufacturer narrative:
UDI no. - not yet required for this product. The actual device has been returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported breakage on the involved device. Follow up communication with the user facility confirmed the following information: the hub of the sheath broke off while in the patient; the physician had to use a snare to remove the portion still inside the patient; and no harm to the patient was reported.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed the sheath had been broken into two pieces from the proximal hub. The edges of the sheath at the separation site were jagged and severely deformed. The distal section of the sheath that had broken off showed evidence of having been twisted, and was kinked. The lot number was not reported so three recent retention samples from the reported product code were evaluated. There were no visual defects. Functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that the sheath was subjected to twisting and pulling forces. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.